Manufacturer narrative:
H4: the device was manufactured in january 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which noted the solution was calcified in the tube. Additionally, retention samples were visually inspected and no obvious issue or damage was detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified during inspection of the retention samples, however, the issue was verified during inspection of the photograph provided by the customer. Therefore, the reported condition was verified. The cause of the condition could not be determined, however, it was determined the issue could have occurred during the use of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had drug calcification in the set. This was identified after patient infusion with chemotherapy (etoposide), when removing the set. The area that was inserted into the pump was calcified; the drug was calcified in that area. The remainder of the set (anterior and subsequent path of that area) was reviewed with no calcification or abnormality found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.